Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 426mg/dl and moderate ketones. Cause of elevated bg level was unknown. Bg was treaded via intravenous fluids, and manual injections of long lasting and fast acting insulin. Reportedly, customer left the ER 7 hours later with customer in stable condition (bg 200mg/dl).